Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited an intermittent loss of capture. It was noted that the patient heart rate was lower than the programmed low rate setting on the implantable pulse generator (ipg). The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.